Event description:
It was reported that the patient was experiencing ipg pocket site pain. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was repositioned to address the issue.

Manufacturer narrative:
The event of a pocket revision was reported to abbott. The ipg was relocated due to pocket site pain. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.